Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead presented with noise that was being oversensed and resulting in numerous inappropriate atrial tachy response (atr) mode switches and pacing inhibition. A revision was performed and the ra lead was capped, surgically abandoned, and successfully replaced. No additional adverse patient effects were reported.